Manufacturer narrative:
Result: foot board.

Event description:
It was reported by svc report that the footboard was broken into two pieces and there were sharp edges and fluid ingress was possible. It was reported that the fluid ingress was possible. It was reported that the customer does not know if there was any pt involvement; however, no adverse consequence was reported related to the alleged issue.